Event description:
Patient reported left side rupture. Healthcare professional later reported deflation rather than rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the radius side assessed as surgical damage additional observations: creases observed on the shell. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side rupture. Healthcare professional later reported deflation rather than rupture. Device has been explanted.